Event description:
Channel error. Ail sensor assembly- faulty. Pressure sensor- check IV. Bezel assembly- lower hinge crack. 02/12/2018 11:16:10 (B)(6). Npi not confirmed. Unit received unexpectedly. No tracking number found. Please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer. 02/28/2018 13:25:14 (B)(6). Po for (B)(6) approved by (B)(6). Shipping & billing address confirmed. Npi. Please contact cc holder (B)(6). 03/20/2018 10:10:38 (B)(6). Updated from mnr to mjr for the major repair needed per tuan nguyen, service tech. Repair approved by (B)(6) . No change to the po#. Per (B)(6) , please bill the repair to her credit card: (B)(6). 03/21/2018 07:40:22 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).